Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 5mm from the tip and is approximately 1mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that balloon leak occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon did not expand. When inflated outside the body, dripping was noticed around the distal part of the balloon. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed longitudinal tear.